Manufacturer narrative:
Patient identifier: (B)(6). Date of birth: year 1941. Initial reporter facility name: (B)(6).

Event description:
It was reported that restenosis occurred. The patient underwent treatment with the innova device on (B)(6) 2017, as part of the eminent clinical trial. The target lesion was located in the left mid superficial femoral artery (sfa) which was crossed through the true lumen. The target lesion had a 4.5 mm reference vessel diameter both proximal and distal, 40 mm length, and 98% stenosis. Pre-dilatation was not performed. A 6x60 mm innova stent was implanted. Post-dilatation was performed using one 5 mm diameter balloon. Residual stenosis was 0%. On (B)(6) 2019, restenosis of the left proximal sfa was observed and an angiography without revascularization was performed. The patient was hospitalized on (B)(6) 2019, and drug eluting balloon percutaneous transluminal angioplasty (deb pta) was performed to treat the restenosis. The event was assessed as resolved as of (B)(6) 2019.

Event description:
It was reported that restenosis occurred. The patient underwent treatment with the innova device on (B)(6) 2017, as part of the eminent clinical trial. The target lesion was located in the left mid superficial femoral artery (sfa) which was crossed through the true lumen. The target lesion had a 4.5 mm reference vessel diameter both proximal and distal, 40 mm length, and 98% stenosis. Pre-dilatation was not performed. A 6x60 mm innova stent was implanted. Post-dilatation was performed using one 5 mm diameter balloon. Residual stenosis was 0%. On (B)(6) 2019, restenosis of the left proximal sfa was observed and an angiography without revascularization was performed. The patient was hospitalized on (B)(6) 2019, and drug eluting balloon percutaneous transluminal angioplasty (deb pta) was performed to treat the restenosis. The event was assessed as resolved as of (B)(6) 2019. It was further reported that the target lesion was classified as tasc ii a lesion. On (B)(6) 2017, the subject was discharged with antiplatelet therapy. On (B)(6) 2019, 729 days post index procedure, the subject presented with unknown symptoms and underwent aorto-arteriography with intra-arterial contrast medium which revealed short segment stenosis at the origin of left sfa and high-grade stenosis at the opening of the stent implanted in the left proximal sfa. The subject had stage iib/iii peripheral artery disease. No action was taken at the time of diagnosis as the event was considered to be non-serious. The subject was recommended to undergo surgical intervention on a later date, if required. On (B)(6) 2019, the subject was hospitalized electively for planned intervention. Additional core lab angiography results revealed patent outflow and inflow remains unknown. Isr stenosis pattern was edge prox. With the absence of thrombus and aneurysm. 98% stenosis in the target lesion and was 10 mm long with a reference vessel diameter of 5 mm which was treated using two 5 mm paclitaxel-coated balloon which was inserted one after the other with long-term dilatation. Post procedure, residual stenosis was 0%. Dual antiplatelet therapy for 3 months and long-term therapy of asa was recommended.

Manufacturer narrative:
Patient identifier: (B)(6). Date of birth: year 1941. Initial reporter facility name: (B)(6).